Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) /2015 that a customer had an issue with a dialysis catheter. The customer states that the venous lumen was clamped and when the clamp was released, the venous lumen retained the kink from the clamp and compromised the efficacy of the dialysis catheter. A new catheter had to be inserted as a result. The catheter was originally inserted on (B)(6) 2015 and was removed and replaced on the (B)(6) 2015.

Manufacturer narrative:
Submit date: 01/05/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and there were no kinks identified on the venous extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. It is possible that the clamp was placed on the same spot for a prolonged period of time causing the venous lumen to retain a kink. Clamping the catheter repeatedly in the same spot could weaken the tubing. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, an in-process inspection at the final stage of production is performed, which would identify these issues. This complaint will be used for tracking and trending purposes.